Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was requested. No material was returned for investigation. Provided lot number could not be found matching to article 399.070. DHR-review not possible. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Investigation summary: no pictures/ no x-rays/no material and no further informations were provided which would provide additional evidence. Product was not returned, no indication for product related issue was found. Root cause could not be defined due the missing material. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. Complaint unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that there was a breakage of the tip. No patient was involved. This complaint involves 1 part. This report is 1 of 1 for (B)(4).